Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. During investigation, it was found that all keypad button presses did not activate desired pump functions. During investigation, the up arrow, down arrow and contrast keypad buttons were observed to be misaligned. All keypad buttons intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the buttons will continue to scroll and the pump intermittently locks. The patient also reported that he too might have accidentally locked it when doing some button pressing.